Event description:
It was reported that during surgery an unknown 48mm mis pin broke off in the driver while inserting it into the femoral sizer, causing it to get jammed in the femoral sizer. The fractured pin was recovered and there was no patient impact. This event caused a four minute surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
D10: medical product - screw inserter/extractor #00598304900 lot #63915518 , posterior referencing sizer #42509904000 lot #56578200. This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified what appears to be a blockage in the screw hole of the posterior referencing sizer. There also appears to be a metallic piece in the head of the screw inserter/extractor. The quality of the picture limits any further analysis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery an unknown 48mm mis pin broke off in the driver while inserting it into the femoral sizer, causing it to get jammed in the femoral sizer. The fractured pin was recovered and there was no patient impact.